Event description:
It was reported that the patient was in the hospital due to a stroke, which was unrelated to the patient's device. When they tried to interrogate the device, there was no telemetry and were unable to interrogate it with no magnet response. The patient stated they had not had their implantable pulse generator (ipg) checked in 8 years with no following cardiologist. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).